Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's remaining test strips and meter were provided for investigation. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hematocrit = 49%. Donor 2 hematocrit = 46%. Donor 1 results: reference meter with master lot strips = 2.8 inr. Customer meter with customer strips = 2.8 inr. Donor 2 results: reference meter with master lot strips = 2.2 inr. Customer meter with customer strips = 2.2 inr. The maximum difference between measurements with the same blood sample was 0 % this event occurred in (B)(6). Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 2.0 inr. Some seconds later, a sample from the patient was tested using the meter, resulting with a value of 2.6 inr. On (B)(6) 2020, a sample from the patient was tested in the laboratory using the stago neoptimal method, resulting with a value of 2.47 inr. Within 3 hours of the laboratory measurement, a sample from the patient was tested using the meter, resulting with a value of 3.4 inr. Some seconds later, a sample from the patient was tested using the meter, resulting with a value of 2.2 inr. The patient's therapeutic range is 2 - 3 inr.